Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), and h11. H11: the device was received for evaluation. During functional flow accuracy testing, the reported over infusion could not be reproduced. The flow rate of the device was found to be within specification. A review of the event history log was performed; however, no event date or infusion parameters were reported. Therefore, the over infusion could not be confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of an error of more than 30% on the volume sent during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.